Event description:
It was reported to boston scientific on (B)(6) 2011 that this patient passed away in (B)(6) on (B)(6) 2011. Physicians read about 2 surges occuring (B)(6) when pt collapsed and hit his head on the concrete floor and then another surge happening on (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).